Event description:
Customer reported blood glucose results of 441 mg/dl, 364 mg/dl, 145 mg/dl and 245 mg/dl within 10 mins on the aviva sys. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.